Event description:
Event description taken from MDR report (B)(4). Event desc: patient had undergone aortic valve replacement and mitral valve replacement. Later that same day, the patient self extubated and a code team was called to bedside. The patient was reintubated and stabilized, however, the patient did not regain consciousness and the patient subsequently expired two days later. This particular trach tube holder was not the usual device utilized in this facility it was a substitution device provided by the vendor. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Intubation. Device USA.